Manufacturer narrative:
Patient specifics with regard to age, gender, and weight were not provided by the doctor. The doctor cleaned the patient's teeth by numbing the patient prior to scraping the teeth to remove the discoloration. The patient's permanent veneer was replaced, without further incident. The returned product was evaluated, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.

Event description:
A doctor alleged that three (3) patients experienced darkening of their teeth after using tempbond clear with triclosan to cement temporary veneers. This is the third of three (3) reports.